Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 122 mg/dl. The customer received compromised force sensor alarm. The customer stated insulin is squirting out during the manual prime. The customer stated that the device was not dropped or bumped and no water contact. The customer stated that the drive support cap appears normal. The customer stated they did not pressed the cap while connected. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.